Event description:
The customer reported that a pediatric patient's hematocrit (hct) increased from (B)(6) to (B)(6) after 3 therapeutic plasma exchange (tpe) procedures were done. She performed custom prime with albumin and rinseback for all 3 tpe procedures. The attending physician ordered phlebotomy to lower the patient's hematocrit. Per the customer, the patient is improving with the tpe procedure. The patient is reported in stable condition. The customer declined to provide patient's identifier.

Manufacturer narrative:
Investigation: per the customer, fluids hanging were anti-coagulant (acda), (B)(6) normal saline and 500 ml of (B)(6) albumin was used as a replacement. Terumo bct support specialist discussed the effects of performing rinseback on a patient after a custom blood prime with the customer. The customer stated that they will instruct their team about not performing rinseback when custom prime is done on the patient. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of MDR's, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury in the MDR form. This supplement is being filed to modify information per FDA request.

Manufacturer narrative:
Investigation: a one year service history review for this device did not reveal any reports related to the reported condition. An internal report indicates no further related issues have been reported for this device. There is inherent risk in performing therapeutic apheresis procedures. Optia labeling, in part,addresses risk. The spectra optia therapeutic plasma exchange procedure training manual provides both a table outlining the approximate change in a patient's hematocrit after custom prime as well as a note stating the following:"there is a greater potential for change in a patient's hematocrit after a blood prime if the patient has a low total blood volume and a low hematocrit. The smaller the patient's total blood volume and the lower the rbc volume, the greater the effect of the blood prime. Note: when a custom prime is performed, the system default for rinseback is "no." The information in this table applies rinseback is not performed. Performing rinseback would potentially further increase the patient's hematocrit as well as fluid balance."root cause: procedural issue. Custom prime as well as rinseback was performed on three tpe procedures, both of which are known to change a patient's hematocrit and total blood volume. Correction: terumo bct support specialist provided the custom prime information outlined in the tpe procedural training manual to the customer.